Event description:
It was reported that a patient presented with loss of capture, loss of sensing, under-sensing, and loss of defibrillation output noted on the patient's right ventricular lead. This resulted in external defibrillation needed to convert the patient. Further intervention was planned. No further adverse patient consequences were reported.

Manufacturer narrative:
Correction: h6: field should reflect completion of DHR correction:h11: prior report should include the following statement: device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.